Event description:
It was reported that during a laparoscopic hepatectomy procedure, the clips did not clamp firmly when firing the device. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the clip malformed? Did the clip fall off the tissue? If so did the clip fall into the patient? How was the clip retrieved? Did the retrieval of the clip alter the procedure or post-op care? Please explain. At what firing did the issue occur? Was the device fired completely? Was there any torquing during firing of the device?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. An investigation has been initiated to address the potential root cause of the dropping or ejected clips.